Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after an endovascular treatment interventional procedure using a 6f sheath. Reportedly, on retraction of the plunger, the suture did not pull out of the device enough to cut the suture below the link and therefore the link was cut. The foot was closed and the body of the device was attempted to be removed fully to harvest the suture; however the suture was trapped in the shaft. The suture was cut at a location that did not impact the knot/ loop and the body of the device was removed. Hemostasis was achieved with the prostyle suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to device entrapment include, but not limited to, tissue or suture caught in the foot or the posterior cuff partly deployed in the foot. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.